Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during an acl procedure, upon insertion of the stratis cross pin, the pin broke at the junction of the ridges and smooth shaft. Pin head was removed with cross pin insertion, shaft was left in patient's knee. Current patient status is fine. Another implant was opened and the cross pin was used to replace the broken implant. The difficulty did not result in any tissue damage or patient injury.